Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media post and by phone call that the customer got hospitalized due to high blood glucose around (B)(6) 2015 with unknown blood glucose levels at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as being unresponsive and in a coma. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as this was a past event. The customer stated they had another coma 4 months apart from the above incident. The customer stated they depended on sensor alarms but majority of the time they were wrong. The customer stated the high was not due to a pump fault but poor management of their diabetes by their doctor. The customer also stated they had a low that was not due to a pump fault but poor management of their diabetes by their doctor, who had her on the pump and insulin pens at the same time. The insulin pump will not be returned for analysis.